Event description:
It was reported that the pt experienced intense neuropathic abdominal pain post-operatively. The implanting physician suspected aggravated nerve roots from multiple passes of a lead. After several attempts to pass the lead, the implanter opted to implant a smaller lead. The pt was admitted to the hospital for steroids, antibiotics, and pain control. Additional info has been requested, but was not available as of the date of this report.